Manufacturer narrative:
Event summary: patient data files showed at least nine applications were performed with catheter 2af284 / 54201 without any system notices on the date of event. In conclusion, the reported adverse event (phrenic nerve palsy) cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The pnp originally was stated to be recovered and the case was completed with cryo. However, later additional information indicated the pnp did not recover completely during the procedure, and although no symptoms were noted, the patient's current status remains unknown. No further patient complications have been reported as a result of this event.